Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sedr01, ipg, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead had low impedance. As well, the patient's right ventricular (rv) lead had high thresholds and low impedance. No intervention was taken for either lead. The leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.